Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that customer experienced the hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl, and 300 mg/dl. Customer reports the following message from the auto mode smart guard off. The insulin pump will not be returned for the analysis.